Event description:
Customer reported that pump displayed reset screen unexpectedly, but no plugging into power source was needed to turn it back on. There was no reported impact to customer's blood glucose level. Technical support explained that the pump reset is a safety feature and is functioning as intended. Customer understood and successfully resumed insulin.